Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient encountered 7 infusion set cannula was kinked event on 15-may-2024 after 3 hours. White line formed on cannula indicating that the cannula has been bent 90 degree or more. The issue got resolved by replacing the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.